Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. A high pacing threshold and loss of capture was also noted. In addition, undersensing was noted on the right atrial (ra) lead. The patient was brought in after two years and the right ventricular (rv) lead impedance measurement was at 1550 ohms. A successful capture was noted only on 6.5volts at 1.0 ms. An xray was performed and then nothing was seen wrong. A lead revision was scheduled. No adverse patient effects were reported. The lead remains in service. Additional information received. A surgical procedure was performed. The rv lead was capped and was then surgically abandoned. There was no information regarding the duration of loss of capture. A different lead was implanted. No additional adverse patient effects were reported. The lead was out of service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.